Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 23-sep-2021. The device evaluation was completed on 17-nov-2021. According to pictures provided by customer, error 106 and 105 were observed on carto 3 screen. Customer complaint was confirmed based on the picture received. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and spi screening test of the returned device. Visual analysis of the returned sample revealed a reddish material and a hole in the pebax and metals are exposed on the thermocool® smart touch® sf uni-directional navigation catheter. Bwi performed the spi screening test per procedure. The returned sample was connected to the carto 3 system and error 105/106 was displayed on the screen. Therefore, the catheter was dissected on the tip area, and loss of electrical continuity of the blue paired wires to the sensor was found. Also, the blood inside the pebax could be related to the force issue; however, it was identified that the open circuit caused the force issue a manufacturing record evaluation was performed for the finished device [30564282l] number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. The issue reported could be related to the blood observed inside the pebax. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured according to documented specifications and procedures. It could be associated with the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / / component code: sensor (g03012) were selected as related to the foreign material inside the pebax - external damage. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / (B)(4) were selected as related to the force sensor issue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole on the pebax. Initially, it was reported that during the procedure, a magnetic sensor error code '105' was displayed. A second catheter was used to complete the procedure. No adverse patient consequences were reported. The magnetic sensor (error code 105) issue was assessed as not MDR reportable. The incidence of magnetic sensor error is easily detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that there was a reddish material and a hole on the pebax and metals are exposed. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 17-nov-2021.